Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a video assisted thoracoscopic surgery that there was a loss of power with the device. The reverse button did not work. The manual over ride was used to remove the device. The device had cut and stapled, but not known how far. The procedure was completed using a like device of the same product code. There were no patient consequences reported. No device will be returned.